Manufacturer narrative:
B3: date of event: unknown. The date received by manufacturer has been used for this field. D4: medical device expiration date: unknown. E1: the customer's address is unknown. New jersey, USA has been used as a default. E4: FDA notified?: the initial reporter also notified the FDA via medwatch # mw5117223. H4: device manufacture date: unknown. H6: investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3: other text : see h10.

Event description:
It was reported that an unspecified amount of bd luer-lok¿ syringes' needles broke during use. The following information was provided by the initial reporter: "spontaneous. Patient's caregiver stated the patient reported that the previous needles were breaking and hurting at injection site. She also confirmed that there are no other side effects from the medication. Unknown if pt missed any doses, experienced any side effects or if product on hand for return. All known information was provided on the report. There is no further information known at this time."